Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application displayed a half white screen and froze during an analyzer session. The user closed the application and re-opened. Upon re-opening the application there was a white bar covering the menu option, but the user was still able to use the menu selections. However, when selecting the rate the user was unable to select the 60 beats per minute due to a bar appearing on the bottom of the screen. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application displayed a half white screen and froze during an analyzer session. The user closed the application and re-opened. Upon re-opening the application there was a white bar covering the menu option, but the user was still able to use the menu selections. However, when selecting the rate the user was unable to select the 60 beats per minute due to a bar appearing on the bottom of the screen. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.